Manufacturer narrative:
Correction: b3: event date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq lvp pump under infused resulting in the patient decompensating. Two days prior to the event onset in the neuroscience intensive care unit (nsicu), the patient was started on milrinone. Two days later the novum pump alarmed the bag was ¿nearly empty¿. When the nurse checked the pump, they found the bag was ¿completely full¿ and had 30 minutes remaining on the pump. The nurse ¿squeezed the chamber to make sure that the bag was properly spiked and found it to be accurate¿. After an unspecified amount of time, the patient ¿decompensated¿ (not further specified) and is now on extracorporeal membrane oxygenation (ECMO). No further information was available at the time of this report.